Event description:
It was reported that this pulse generator was explanted a few years after implant due to an infection. It is unknown if another system was implanted. No additional patient adverse effects were reported.